Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was over 500 mg/dl. The customer administered manual injections to treat high bg. Reportedly, the customer reverted to manual injections for insulin therapy.